Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer may have used cold insilin. Tandem technical support informed customer that cold insulin is off label per the user guide additionally, it was reported that occlusion alarms occurred. System check was performed with tandem technical support and no issues were identified. Customer changed pump supplies and resumed insulin delivery. Customer¿s blood glucose level was 180 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.